Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise via a decrease in the intrinsic amplitudes. The smart pass feature had programmed itself off due the low intrinsic amplitudes. The patient will come in for testing. There were no additional adverse patient effects. The system remains implanted.